Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. The patient came into the hospital with the leads eroded through the skin. A pocket revision was performed. No additional adverse patient effects were reported.